Event description:
It was reported that the bi-ventricular implantable cardioverter defibrillator (ICD) reached early elective replacement indicator (eri). The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed normal battery depletion. Concomitant products: 2187-85 lead; 5076-45 lead, implanted (B)(6) 2001. (B)(4).